Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurate high results compared to feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient confirmed that the alleged meter inaccuracy began on (B)(6) 2018 in the evening. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿356, 296 and 233 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medication janumet tablets 1000 mg (twice a day). The patient denied taking any action in response to the alleged issue. On (B)(6) 2018 at an unspecified time in the evening, the patient reported developing symptoms of feeling ¿dizzy and about to pass out¿. The patient confirmed that on the same day, at 7 pm, after the onset of the symptoms, she was accompanied to the emergency room, where her blood glucose level was reportedly tested using the emergency medical service meter obtaining a reading of ¿67 mg/dl¿. Immediately after, the patient confirmed to be treated with 2 cups of orange juice and 2 packs of crackers and to feel better afterwards. During troubleshooting, the csr documented that the unit of measure was set correctly on the subject meter and that the patient was testing with test strips that had expired. Replacement products have been sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required medical intervention after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.